Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported a patient with an implanted micro-stent requires the device to be repositioned or trimmed. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of stent migration; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Photos attached to the parent complaint were reviewed by the investigation site. The photo 2 shows the stent implanted in the eye with the collar and 1 ring visible, which is optimal positioning per the product IFU. Photo 1 is unclear where the stent is located and photo 3 are readings . A sample was not returned and no lot information is available, however the customer photo (photo 2) attached shows the stent with the collar and 1 ring visible; therefore, the reported event of migration could not be confirmed because there is no information on the initial placement of the stent and optimal positioning of the stent is the collar and 1 ring visible per the product IFU. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).